Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. Additional information indicated during the engineering evaluation of the returned devices a liner tear was observed on the returned esheath. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the inflation balloon and sapien 3 valve were unable to be retrieved into the sheath tip. Damage was noted on the distal section of the sheath. The valve was partially aligned on the inflation balloon. The inflation balloon profile was altered and bunched against the valve outflow. 3ml of residual fluid was in the inflation balloon. The valve outflow frame was distorted/damaged and flared open. Review of the patient anatomy imagery showed tortuosity present in the aorta and access vessel. Additionally, imagery of the device after being used in the procedure, showed the balloon bunched up against the valve. The valve was unable to be fully aligned on the delivery system. Residual fluid could be noted in the balloon. The valve was not able to be retrieved into the sheath tip and the valve was not coaxial with the sheath tip. Valve alignment functions were verified after removing the damaged valve, removing all residual fluid in the system and resetting the fine adjust slider. The delivery system was pulled to the valve alignment marker while unlocked, locked and then full fine adjust was able to be used. No abnormalities were detected. Due to the nature of the complaint, no dimensional analysis was able to be performed. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed one other similar complaint. No manufacturing non-conformance was identified during the evaluation. Available information suggests that patient factors (calcification/tortuous) and procedural factors (non-coaxial retrieval) may have contributed to the reported complaint event. Complaint history review from (B)(6) 2019 to (B)(6) 2020 for the commander delivery system (all models and sizes) revealed other similar complaints for both complaint event codes. No product non conformances or IFU/training manual inadequacies were identified. Available information suggests that patient (calcification/ tortuosity) and/or procedural factors (improper withdrawal technique, loss of guidewire, non-coaxial withdrawal, residual fluid in balloon, retrieval with kinked/damaged sheath, withdrawal of bent valve strut/partially expanded valve, retrieval of burst/ torn balloon) likely contributed to the reported events. Per the instructions for use (IFU) and training manuals slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. Note: fine adjustment wheel functions only when the balloon lock is locked. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Compression may be observed in the distal portion of the flex catheter during valve alignment. Diving may be observed between the thv and the flex catheter tip during valve alignment. To correct: move to a different straight section of the aorta (for diving only). If using a balloon catheter, push forward slightly, and then continue pulling back until part of warning marker is visible. If using the fine adjustment wheel, reverse and then continue with fine adjustment until thv is centered exactly between the valve alignment markers. Perform valve alignment in the straight section of the aorta per IFU and training manuals correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 ? 2 cm. Note: in expectation of high friction, use short movements. During the manufacturing process, the delivery system undergoes multiple 100% visual inspections and tests throughout the process. The balloons undergo multiple 100% dimensional and visual inspections. 100% visual inspections are performed during the balloon pleating, folding and forming processes. During final inspection, distal to proximal visual inspection of the delivery system is performed. The collet/shaft clearance is inspected, the fine adjust function is verified and the collet engagement is verified. Additionally, product verification testing is performed on a sampling plan. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were confirmed based on visual inspection of the returned device. Investigation of the device, DHR, lot history and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. As mentioned in the description ¿the patient anatomy was tortuous and it was decided to do the alignment on a different part of the aorta¿. Performing valve alignment in a tortuous anatomy can induce tension in the system, resulting in high alignment forces when attempting to align the valve over the alignment markers. Under simulated conditions (valve alignment performed in kink fixture to represent a tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. In addition, the altered balloon profile due to residual volume left in the balloon from device preparation may also contribute to increased forces during valve alignment. Due to present tortuosity in the vasculature, it is possible non-coaxial withdrawal of the valve into the sheath which may have led to the valve being caught on the sheath distal tip, as can be noted by the distortion of outflow aspect of the valve and damage on the distal tip of the sheath, preventing the valve from being able to be withdrawn into the sheath. Although a definite root cause was not able to be determined, available information suggests that patient factors (tortuosity), in addition to procedural factors (residual fluid/altered balloon profile, non-coaxial withdrawal) may have contributed to the withdrawal issues, the subsequent surgery to remove the devices and resulting bleeding in the groin due to the injury to the vessel tissue at the access site. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, no corrective and preventative action nor product risk analysis is required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, a 29mm sapien 3 valve was deployed in the aortic position. During valve alignment, centering the valve failed and could not be finalized. After several attempts to perform the valve alignment according to the procedural manual, the decision was made to remove valve and commander delivery system a whole unit. Following the withdrawal of the initial valve and delivery system, bleeding in the right groin was observed. There was some injury to the artery due to vessel tissue rupture at the access area. A surgical cutdown was performed to repair the injury. No stent was needed. A second kit was used after the removal of the failed valve. The patient anatomy was tortuous, and it was decided to do the alignment at a different part of the aorta. The second 29mm sapien 3 valve implantation was successful. At the time of the report, the patient¿s outcome was good, and the patient has been discharged. Information regarding the access vessel minimum luminal diameter was not provided. Moderate vessel calcification and severe vessel tortuosity were reported. Per medical opinion, the patient¿s tortuous anatomy caused a twist on the balloon area and balloon got stuck on the crimped valve during valve alignment.